Manufacturer narrative:
Fdd (B)(4) no longer applies.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/ sacral nerve stim. It was reported that the patient experienced loss /change of therapy. Patient was scheduled for a replacement on june 5th, and was wondering if there was a test period for that process. The patient services specialist (pss) redirected the patient to the health care provider (hcp).patient stated that the implant had never worked for them but the doctor was going to try a new one on (B)(6). No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the old ins and lead were removed related to normal depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.